Event description:
Patient reported the menu and ok button on the infusion device does not work. Patient stated the display is scratched and it is difficult to read the display information. Patient reported no health problems. No further information is available. No physiological effects were reported. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion the complaint cannot be verified due to mishandling of the product. Result the soft components of the housing are damaged and restricted handling of the pump is a possible implication. Due to the leaky soft components liquid entered and destroy the functionality of the button. The menu and check do not respond to commands due to the contamination inside the button. The display is scratched due to an external mechanical influence however a misinterpretation of insulin amount is not possible. The problem mentioned by the customer is related to mishandling of the product by the customer.